Event description:
The consumer reported using the product for one and a half hrs on her upper left shoulder blade. When the patch was removed, the consumer described skin removal in the area worn. The consumer went to the emergency room and was administered silver sulfadiazine, lortab and motrin. She went back to the emergency room a second time when the area became infected and was administered an antibiotic and vicodin.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for eval and analysis. The lot number was not provided from the reporter to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.